Event description:
Information was received from a consumer regarding a patient receiving fentanyl and hydromorphone (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient was having problems with her pump. At her last refill in (B)(6) 2016 she was getting electrical shocks at the pump site and it felt like it was burning her. The patient also had pain. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.